Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 400 mg/dl and experienced the symptoms of nausea and moderate urinary ketones. The patient corrected her blood glucose with a bolus injection; her subsequent blood glucose reading was 150 mg/dl. She did not seek any medical attention. Troubleshooting revealed no issues with the infusion site or infusion set, all pump settings, date/time and basal settings were correct, and the insulin was handled appropriately. It was also determined there were bubbles in the insulin cartridge, which may have contributed to under-infusion of insulin. The patient's technique was incorrect in that there were bubbles in the insulin cartridge. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and pump histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.